Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Additionally, it was reported that the pump display screen was dim. There was no reported adverse impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information.